Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#17978098 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) was used. However, its loop was repeatedly caught in plaque or calcification in the blood vessels. The visual indicator window may have malfunctioned, and the plug may have been placed in the blood vessel. Therefore, two unknown drug-eluting stent (des) were implanted at the proximal of the superficial femoral artery and the procedure was completed. The next day, the unknown contrast was confirmed, but it was not possible to determine what seems to be a plug. Blood flow was good. The lesion was the superficial femoral artery. An antegrade approach was made. There was calcification at the blood vessels. The exoseal vcd was used in interventional procedure. There were no a visible signs of device/package damage prior to use. One exoseal device was used in this patient. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. A stent was not near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was no difficulty deploying the plug. The window changed to black-black several times. Hemostasis was successfully achieved by manual pressure. The device will not to be returned for analysis.

Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) was used. However, its loop was repeatedly caught in plaque or calcification in the blood vessels. The visual indicator window may have malfunctioned, and the plug may have been placed in the blood vessel. Therefore, two unknown drug-eluting stents were implanted at the proximal part of the superficial femoral artery and the procedure was completed. The next day, angioplasty was performed to observe the remained ¿thing¿, but it was impossible to determine if it was the hemostasis plug. Blood flow was good. The lesion was the superficial femoral artery. An antegrade approach was made. There was calcification at the blood vessels. The exoseal vcd was used in an interventional procedure. There were no visible signs of device/package damage prior to use. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. A stent was not near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no resistance/friction experienced as the exoseal was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal. There was no difficulty deploying the plug. The window changed to black-black several times. Hemostasis was successfully achieved by manual pressure. The device will not to be returned for analysis. The product was not returned for analysis. A product history record (phr) review of lot 17978098 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug- intravascular placement¿ and ¿indicator window- damaged¿ could not be confirmed without the return of the device. The exact issue with the indicator window could not be established. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. With antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited. The safety and effectiveness of the exoseal vcd has not been established in patients with antegrade puncture. The IFU also instructs, while holding the exoseal vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point at which pulsatile flow significantly slowed or stopped, discontinue the use of the exoseal vcd. Caution: further retraction of the exoseal vcd and the vascular sheath introducer will cause a set of red and white. With the limited information provided an exact cause for the event could not be determined, however, procedural and/or patient factors may have contributed to the reported difficulties experienced by the customer. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.